Manufacturer narrative:
Analysis of implantable neurostimulator model 37703 sn: (B)(4) found the battery longevity was not met, but the cause was unknown.

Event description:
It was reported that the implantable neurostimulator (ins) depleted prematurely. The ins was in use for 15 months and was programmed between 2.8 v and 5 v, and used approximately nine hours per day. The ins was consequently replaced. There were no patient symptoms or complications associated with the event and the patient was alive with no injury. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.